Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID stedi; product lot/serial number unknown; product type: guidewire; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in the patient's native annulus, the valve dislodged due to the shallow depth of deployment. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was noted that a medtronic (stedi) guidewire was used during the procedure. A 30 minute procedural delay occurred as a result of the dislodged valve.

Event description:
Additional information received indicated that a shallow implant depth of the first valve was intended. Deployment of the valve was started at the bottom of the pigtail catheter. Prior to the dislodgement, the implant depth of the valve on the non-coronary cusp (ncc) was 2 millimeters (mm) and 3 mm on the left coronary cusp (lcc). The dislodgment direction was aortic. After dislodgement, the valve implant depth was -3 and -1 on the ncc and lcc, respectively. Patient anatomy had not contributed to the dislodgement.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.